Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B) (6) 2009; inratio: 4.6; lab: 3.8. Caller confirmed the meter is reading fine now; there are no issues with it. He stated results are now within his target range using the meter.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B) (6) 2009; ratio: 4.6; lab: 3.8; mean: 4.20; confidence limits: 2.4-6.1. The mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Functional testing is not required at this time, but meter will be tested when it is returned. As of today, no product is expected to return. No further investigation will be required. As of (B) (6) 2009, 4 discrepant results complaints were reported for lot# 213038 (B) (4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. Ongoing trending shall be performed to determine if further action is warranted. No corrective action required at this time as product deficiency was not established.